Event description:
(B)(4). Injury alleged. Malfunction alleged. He was walking and the rollator collapsed. He hurt his back, alleges back pain, and alleges wife was hurt because she caught him when falling and was scraped. Medical treatment was sought at the emergency department. MDR filed.